Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/ replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/ replaced during the same procedure the intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a fully inserted intraocular lens (iol) was removed and replaced in the same procedure. Account indicated that the surgeon cut out the lens and performed a vitrectomy. The lens was discarded upon removal. A competitor iol was inserted as the replacement lens. Patient has reportedly recovered. No further information was provided.